Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.

Event description:
Information received indicates the technician found the bed has a high ground reading due to a broken ground pin on the ac power cord plug.